Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided information on how to reset the pump, and assisted the customer in doing so. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump and to call back if the issue reoccurred.